Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was able to duplicate the reported event and found that the image to the monitor was distorted. The technician rebooted the monitor which resolved the issue. The unit was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the image on the monitor to their hexavue custom room rack was distorted. The procedure was completed successfully. No report of injury.